Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was advanced following transseptal puncture. While advancing the wire near the left superior pulmonary vein (lspv), a mobile echogenic density was seen connected to the tip of the was. It is believed that this density was likely a thrombus. Aspiration using the was was attempted, and the echogenic density appeared to resolve. The partial thromboplastin time (ptt) was checked during this discovery, which measured greater than 400 seconds. Ptt was checked again, which was confirmed as high and out of range. The physicians proceeded with the procedure, and a watchman flx closure device was successfully implanted in the laa. No further patient complications were reported. The patient was discharged home the following day post procedure with anticoagulants used as treatment for the event.